Event description:
It was reported that the ilet user experienced hyperglycemia to 247 mg/dl after the infusion set connector and tubing detached from the ilet during the night, and the cartridge was unknowingly dislodged and later found on the floor, resulting in no insulin delivery. The event involved user handling of the infusion set/connector and cartridge for the ilet device. After guided troubleshooting, the cartridge was rewound, the connector was replaced, drops were observed, the set was reconnected, and insulin delivery resumed. Symptoms included hyperglycemia with a peak of 306 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and identified a usage problem related to an improper or incorrect procedure involving the connector and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.